Event description:
Reporter indicated a vns pt experienced hoarseness and pain in the electrode field. The physician stated the events are definitely related to stimulation. The pt elected to have the vns therapy system explanted as a result of the adverse events. Good faith attempts to obtain add'l info have been unsuccessful to date.